Manufacturer narrative:
No additional information is available.

Event description:
Customer contacted beckman coulter inc., (bci) and reported that one bottle of dbil kit was found leaked due to small crack at the bottom of the bottle. No injury was reported on this issue.